Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07/18/2019. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The returned gds had a u1 airflow sensor out of specification that caused the flow accuracy test to fail at the zero.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the device failed the airflow accuracy test. There was no patient involvement.